Manufacturer narrative:
An event of tip of valve capsule being damaged was reported. It was reported that the valve was partially recaptured and redeployed approximately 20 times, but the depth placement was still not appropriate. Please note that per the instructions for use, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Information from field indicated that there was heavy calcification in the non-coronary cusp side of the left coronary cusp. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported damage to valve capsule is consistent with multiple interference with heavily calcified anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant using a flexnav delivery system. There was heavy calcification in the non-coronary cusp side of the left coronary cusp. The valve was deployed but the depth placement was not appropriate. The valve was partially recaptured and redeployed approximately 20 times, but the depth placement was still not appropriate. The valve and delivery system were removed from the patient, and it was noted that the tip of the valve capsule was damaged. It was speculated that the event was caused by the interference with the calcification on the native valve multiple times. Both the valve and the delivery system were replaced with another 25mm navitor valve and flexnav delivery system, and the replacement valve was successfully deployed. There was no allegation of malfunction against the valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.